Event description:
Reportedly, the svc electrode of the subject lead was damaged during an implantation attempt through a 9f peel-away introducer. The physician reported that correct procedures were followed to achieve a good position in the ventricle, and there did not appear to be any obstruction or resistance at any time during the lead implantation that would explain the coil damage.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.